Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 11-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc complaint database and identified as complaint (B)(4).

Event description:
Avanos medical received a single report that referenced five different incidents, which were associated with separate units, involving an unknown number of patients. This is the fourth of five reports. Refer to 2026095-2018-00160 for the first event. Refer to 2026095-2018-00161 for the second event. Refer to 2026095-2018-00162 for the third event. Refer to 2026095-2018-00164 for the fifth event. Fill volume: 250 ml, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported that a patient experienced a homepump that completed it's infusion 12 hours early. No reported patient toxicity occurred.